Manufacturer narrative:
(B)(4). Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported to baxter (B)(4) that an administration set had kinked tubing. The reported condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation with residual solution inside the tubing. Visual inspection did not reveal any deviations on the tubing. A leak test was performed with no issues observed. The reported condition was not confirmed and a cause could not be determined. Should additional relevant information be received, a follow-up medwatch will be submitted.